Event description:
On (B)(6) 2013, the maquet service technician reported that a new cardiohelp battery did not charge and considers it to be a defective battery (battery pack li-ion article number 701049130; serial number (B)(4)). Issue did not occur during use - no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). The cardiohelp was repaired by replacing the defective battery pack. (B)(4).